Manufacturer narrative:
MFR reviewed x-rays of implanted device. Results: x-rays reviewed by the MFR; no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that diagnostic testing resulted in high lead impedance. X-rays were sent to the MFR for review. No obvious lead discontinuities were visualized. No anomalies were identified that could be contributing to the high lead impedance. Good faith attempts to obtain add'l info have been unsuccessful to date. Revision surgery is likely.